Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of frontal arthritis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On and unreported date, the patient experienced frontal arthritis and further described it as veins in her head swelling. On (B)(6) 2011, the patient was hospitalized for the event. On (B)(6) 2011, patient experienced peritonitis. The consumer reported the cause of the peritonitis occurred at the hospital after bathing. The patient was recovering from the peritonitis. The outcome for frontal arthritis was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11a03058, h11e09049, h11f20093, and h11h09050 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.